Event description:
It was reported, the patient ((B)(6)) lost stimulation. A diagnostic test revealed high impedance measurements for several lead contacts. Surgical intervention was undertaken to explant and replace the lead extension. Effective stimulation was recaptured for the patient following the procedure.

Manufacturer narrative:
Evaluation: results - the complaint for "high impedance" was observed. Visual inspection of the extension lead revealed broken wires in the extension header strain relief. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.